Event description:
It was reported that a peritoneal dialysis (pd) patient had a question for his on-call pd registered nurse (pdrn) regarding his peritonitis. Technical support attempted to call the clinic to see if they have the on-call information but they do not and only have option for a voicemail. The patient stated that he will try and find the number or call the clinic. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with pseudomonas aeruginosa in the culture and a wbc count of 5106/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient discontinued the ip vancomycin upon culture results but continued with ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from the event while on antibiotic therapy. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 61/mm3. It was confirmed, though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home as before the event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with this liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no indication of a causal or contributing deficiency or malfunction of any fresenius device(s) or product(s) as reported by a medical professional. This is further evidenced by the presence of a common nosocomial pathogen that readily transmits to susceptible patients such as the esrd population. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a question for his on-call pd registered nurse (pdrn) regarding his peritonitis. Technical support attempted to call the clinic to see if they have the on-call information but they do not and only have option for a voicemail. The patient stated that he will try and find the number or call the clinic. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with pseudomonas aeruginosa in the culture and a wbc count of 5106/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient discontinued the ip vancomycin upon culture results but continued with ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from the event while on antibiotic therapy. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 61/mm3. It was confirmed, though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home as before the event.

Manufacturer narrative:
Correction: h6 clinical code the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a question for his on-call pd registered nurse (pdrn) regarding his peritonitis. Technical support attempted to call the clinic to see if they have the on-call information but they do not and only have option for a voicemail. The patient stated that he will try and find the number or call the clinic. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with pseudomonas aeruginosa in the culture and a wbc count of 5106/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient discontinued the ip vancomycin upon culture results but continued with ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from the event while on antibiotic therapy. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 61/mm3. It was confirmed, though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home as before the event.